Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized. It was stated that the customer was pregnant during the event. It was stated that the doctor did not conclude that the device contributed to the problem and the event was not diabetes related. Blood glucose value was 180 mg/dl. Nothing further reported.